Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer experienced symptoms such as nausea and vomiting. Blood glucose at the time of the admission was 600 mg/dl. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined. Customer states they found that her cannula was bent. The insulin pump will not be returned for analysis.